Event description:
Review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the distribution node to ECG c and d cable was detached. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: service investigation of e-belt sn (B)(4) has been completed. Upon investigation the electrode belt cable running from the distribution node (dn) to the ECG c and d cable was detached from the dn. In addition the ECG c and d cable was cut. The root cause of the damaged cable was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.